Event description:
It was reported that during a cardiac ablation procedure a vagal response was observed during left atrial posterior wall ablation that present as sinus bradycardia which required atrial pacing. The ablation procedure continued. The outcome of this case is unknown. Three weeks post-operatively to the procedure the subject visited the outpatient clinic due to palpitations that presented. Atrial tachycardia was confirmed on an electrocardiogram. The patient was hospitalized and underwent a repeat ablation. After the repeat ablation, it was deemed recovered because the electrocardiogram showed sinus rhythm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.